Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Health professional reported left side deflation and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional/changed and/or corrected data : h.3., h.6. Device evaluation: visual analysis of the returned device identified an opening, a crease fold, black and white particles. A leak test was performed and found an opening on the posterior and radius. A microscopic analysis was performed which identified a sharp crease opening on the posterior and radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior and radius due to a fold flaw opening.

Event description:
Healthcare professional reported left side deflation and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.